Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed after the patient received a vibratory alert. The lead was capped and replaced on (B)(6) 2016. The patient was discharged.